Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the event was discovered while the sales rep (sr) was conducting training in the cath lab. When the sr proceeded with the training, it was mentioned that the 'cardiac theatre' collected an intra-aortic balloon pump (iabp) from the lab because something was wrong with the pump from theatre. The sr inquired about the pump and it was mentioned that when they inserted an intra-aortic balloon (iab) into a pt, the pump failed to purge; the pump gave purge failure alarms as well as high pressure alarms. As a result, they transferred the pt to a new pump and all worked well. Additional info rec'd on (B)(6) 2010, by the sr stated that "no one called (B)(4) to report the incident. She took the pump to the (B)(4) workshop and the engineer checked the pump on (B)(6) and confirmed that it was contaminated with blood. No one at the hosp has any recollection of how this could have happened." Additional clarification rec'd from the clinical support manager, training, stated that "when she learned of the problem with this pump at the time she was training, she tried the pump herself and it appeared to work fine."